Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the on site inspection, the medtronic representative reported that the issue was able to be resolved by manually cycling and adjusting the collimator blades. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the system was displaying the error "initializing collimator". The rep was able to manually move the collimator blades. One of the motors was bound. No patient was present during the time of the reported incident.